Manufacturer narrative:
(B)(4).

Event description:
The customer reports when the dilator is passed over the guide, it blooms at the tip. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one used psi sheath/dilator assembly from a si-09700 kit for evaluation. Visual inspection was performed and the dilator tip was found to be ballooned slightly. This can occur from normal use if the cutaneous puncture site is too small. No other issues were identified. The dilator body measured 6 7/8 inches in length, which is within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to inserting the dilator. The customer reported issue of the dilator becoming damaged during use was confirmed during the sample investigation. The tip of the returned dilator was examined and found to be distorted from normal used. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer reports when the dilator is passed over the guide, it blooms at the tip. The device was replaced.